Manufacturer narrative:
A manufacturer representative reported that the user adjusted the ky which created the distorted image. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was producing less than ideal images. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.